Event description:
It was reported that the battery of the t:slim x2 pump failed to charge, leading to a shutdown and inability to restart the pump. The customer used an alternative wall adapter which resolved the issue, but the event caused the pump to turn off, resetting insulin and bolus settings, and requiring manual cgm session restart. There was no adverse impact to customer¿s blood glucose level. Technical support advised monitoring the situation and arranged to send a replacement charging cable.